Event description:
Additional information received reported that the doctor completed stage 2 on the day of the report. The patient was still in the hospital and the next step was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the left hemisphere was programmed on (B)(6) 2014 and the patient received therapy and showed positive symptom control for their right arm, leg, and face. They had a reduction in tremor and rigidity. They slowly regained movement on their left side.

Event description:
It was reported the event took place 4 days prior to report. It was noted the two leads that were placed, one in the left hemisphere and one in the right hemisphere. During the post-operative imaging, it was discovered that the lead in the right hemisphere had punctured the right ventricle. It was noted the left hemisphere had no issue. There was a hemorrhage as well. At the time of report, the bleeding had stopped and the patient did have some improvement on both left and right sides. It was further reported no troubleshooting was done and the patient was still in the intensive care unit (ICU).